Event description:
At approximately 1115, the nurse inserted the dobbhoff tube with no resistance. The pt was conscious, no coughing, gagging or speech impairment occurred. An x-ray was taken to verify placement and the tube had perforated the lung.